Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 470 mg/dl. The customer gave himself 2 boluses a total of 30units. Customer have not contacted there health care provider for the high blood glucose. Customer stated that his insulin pump is working fine and advised to monitor blood glucose and contact health care provider.